Event description:
Additional information was provided 28nov2024. The dilator was in place when the sheath was placed. The user experienced difficult advancement/resistance upon insertion. The patient had slightly tortuous anatomy.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1- customer (person) : address line 2 - (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 10f flexor sheath included in rosch-uchida transjugular liver access set separated during a transjugular intrahepatic portosystemic shunt (tips) procedure between the portal vein and the inferior vena cava of a 67-year-old male patient. When the 10f sheath was inserted into the patient, the connection at the end of the sheath broke. The sheath was then withdrawn and the procedure was successfully completed by using a new like device. The photo provided by the customer confirms sheath separation. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding event details has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. It was reported that the 10f flexor sheath included in rosch-uchida transjugular liver access set separated during a transjugular intrahepatic portosystemic shunt (tips) procedure between the portal vein and the inferior vena cava of a 67-year-old male patient. The dilator was in place when the sheath was placed. When the 10f sheath was inserted into the patient, the connection at the end of the sheath broke. The user experienced difficult advancement/resistance upon insertion. The patient had slightly tortuous anatomy. The sheath was then withdrawn, and the procedure was successfully completed by using a new like device. The photo provided by the customer confirms sheath separation. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, manufacturing instructions and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, photos of the device were provided by the customer. The provided photos of the sheath show the hub was separated. It appeared the shaft was torn where the flare would be secured in the hub. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the reported complaint device lot and the related subassembly lots revealed no related non-conformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook was unable to review the device labeling, as an IFU pamphlet is not included with the complaint device. Evidence gathered upon review of dmr, DHR, and provided photos, there is no indication the complaint device was manufactured out of specification. Cook did not identify any non-conforming material in house or in the field. Based on the information provided, examination of a photo provided by the customer, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It¿s possible that the difficult advancement and resistance encountered during insertion contributed to the reported failure mode; however, this cannot be confirmed without additional information. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.